Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 68-year-old male with newly diagnosed glioblastoma (gbm) started optune gio (B)(6) 2025. On (B)(6) 2026, the patient's spouse informed novocure that the patient had been brought to the hospital following a fall that occurred on (B)(6) 2026, when the patient attempted to stand up without using a cane. The patient sustained a large laceration to the posterior scalp, which required closure with staples. It was reported that the patient was using the optune gio device at the time of the fall. The provided photograph demonstrates a significant curvilinear laceration in the right occipital region of the scalp, closed with twelve staples. Multiple attempts were made to contact the prescribing physician; a response was received on january 19, 2026, but no additional information regarding the event was provided.